Manufacturer narrative:
The device with the lens was returned loose in the opened carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has advanced to almost mid-nozzle and was engaging the optic edge correctly. The leading haptic was straight. The trailing haptic was folded onto the anterior optic surface. There was no damage observed to the device. The plunger was removed an evaluated. No damage or abnormalities were observed to the plunger. The plunger was reinserted into the device. The plunger was secure at the starting point. No abnormalities were observed. All product and batch history records are quality reviewed prior to product release. A qualified viscoelastic was indicated. The root cause for the complaint of "plunger defective" cannot be determined. There was no problem found with the plunger. The plunger, lens, and haptics were in acceptable positions for advancement in the device. The plunger was removed and evaluated. There was no damage or abnormalities observed with the plunger. There was no damage to the device. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing agent reported that during a cataract extraction with intraocular lens (iol) implant procedure, the defective plunger was noted. Additional information has been received stated that there was a patient contact and the patient was not hospitalized. Additional information has been requested.